Event description:
The customer reported via the sales rep that the patient had undergone a revision procedure due to pain and infection. It is further reported that the patient had the original implantation in 2002, and had a revision procedure in 2009, after the hospital could not find clinical evidence of infection. During this procedure, specimens were taken and found to contain coagulase-negative staph. It is further reported that the revision implants were ex-planted the following month, during the first-stage of a two stage revision procedure.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 542-11-62h, lot# 28821401, description: trident psl ha cluster 62mm. Cat # 6260-9-144, lot# mer5k9, description: v40 cocr lfit head 44mm/+0. Cat # 05803422, lot# g2544478, description: v40 exeter v40(tm). Rem. Stem. 44mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. Additional information has been requested and if available, it will be submitted in the supplemental report.